Event description:
It was reported that at implant during induction testing, the device had an output anomaly that failed to completely deliver the shock. Electrograms from induction were sent in for review. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.